Event description:
Initial report indicated that patient's generator was replaced due to end of service. Upon return of explanted generator, the patient's lead was also enclosed and accompanying paperwork indicated that there was a suspected lead discontinuity due to high lead impedance reading (dc-dc code 7). Analysis of returned lead identified a lead break at the electrode bifurcation.